Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing asthmatic bronchitis for 2 months. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This complaint has been reviewed and the following corrections have been made to reflect an adverse event. B(1), b(2) and h(1). This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.